Event description:
A review of service data detected a reportable event. During servicing of monitor sn (B)(4) which was returned for routine maintenance, it was discovered that the case was cracked open around the front response button and there was damage to the white cable and j103 connector. The last patient to use this monitor did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the white cable and j103 connector were damaged. The cause for the damage is likely the cracked monitor case. The root cause for the cracked monitor case cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the cracked monitor case. The last patient to use this monitor did not report any problems.